Event description:
It was reported that they called back stating failed calibration again. They discovered an intermittent pressure transducer issue. Randomly the transducer would spike to -12 and drop back to normal -7.0 inlet pressure. They also stated the device failed calibration error 2. Actual value was 12.0, expected value was -7.0, flow was 1.7, inlet pressure was -7.0, circulation pump command was 51 percentage, system hours were 1222 and pump hours were 560. Calibration test unit attached and -7.0 was achieved. Suspected that biomed did not had calibration test unit attached to manifold first attempt. They would run another calibration and call back if they had any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated and the reported issue was confirmed as it was noted the unit failed calibration with an error 2 due to a faulty pressure transducer. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that they called back stating failed calibration again. They discovered an intermittent pressure transducer issue. Randomly the transducer would spike to -12 and drop back to normal -7.0 inlet pressure. They also stated the device failed calibration error 2. Actual value was 12.0, expected value was -7.0, flow was 1.7, inlet pressure was -7.0, circulation pump command was 51 percentage, system hours were 1222 and pump hours were 560. Calibration test unit attached and -7.0 was achieved. Suspected that biomed did not had calibration test unit attached to manifold first attempt. They would run another calibration and call back if they had any issues.

Event description:
It was reported that they called back stating failed calibration again. They discovered an intermittent pressure transducer issue. Randomly the transducer would spike to -12 and drop back to normal -7.0 inlet pressure. They also stated the device failed calibration error 2. Actual value was 12.0, expected value was -7.0, flow was 1.7, inlet pressure was -7.0, circulation pump command was 51 percentage, system hours were 1222 and pump hours were 560. Calibration test unit attached and -7.0 was achieved. Suspected that biomed did not had calibration test unit attached to manifold first attempt. They would run another calibration and call back if they had any issues.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated and the reported issue was confirmed as it was noted the unit failed calibration with an error 2 due to a faulty pressure transducer. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only UDI format updated with available product information per gudid as requested h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.